Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: catalogue # enlw1620c124e, ubd: unknown, upn: (B)(4). Catalogue # enlw1613c124e, ubd: unknown, upn: (B)(4).

Event description:
An endurant stent graft system and heli-fx endoanchors were implanted were implanted in a patient for the endovascular treatment of a 4.92 cm abdominal aortic aneurysm. It was reported that the patient experienced urinary retention 2 days post implant. Medication was prescribed and a catheter was inserted for bladder instillation. This reportedly resolved the event and the patient recovered. The physician investigator assessed the event to be related to the implant procedure. No additional clinical sequelae were reported and the patient is fine.